Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the moderately calcified right femoral artery after an interventional procedure. Reportedly, during use, the device "didn't fire correctly." Manual compression with a non-abbott device were used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.